Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus deliveries. The occlusion alarms would not be received during basal delivery. Reportedly, due to being pregnant, the customer changes out the infusion site every day. As the occlusions had occurred in the past and the supplies had been changed prior to reporting the event, tandem technical support was unable to perform troubleshooting to determine a cause of the occlusions. The customer reported blood glucose (bg) level went up to the 300's (mg/dl) with trace ketones. To address the bg level, the customer delivered a correction bolus, a manual injection, and changed the site.